Manufacturer narrative:
(B)(4). The report that the guide wire unravelled during use could not be confirmed through complaint investigation of the returned sample. The customer returned one, opened cvc kit including one guide wire advancer, an arrow raulerson syringe (ars), and an 18ga introducer needle for analysis. The guide wire was not returned. Visual analysis could not be performed on the guide wire as the guide wire was not returned. A device history record review did not identify any manufacturing related issues. Based on these circumstances, the probable cause of guide wire unravelling could not be determined based upon the information provided and without the guide wire being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that prior to use in the clinical setting, "the doctor found the swg difficult to advance". No patient involvement.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that prior to use in the clinical setting, "the doctor found the swg difficult to advance". No patient involvement.

Manufacturer narrative:
Qn#(B)(4). In section d provided the full UDI # **UDI related data quality updates only** other remarks: n/a corrected data: n/a.

Event description:
It was reported that prior to use in the clinical setting, "the doctor found the swg difficult to advance". No patient involvement.

Event description:
It was reported that prior to use in the clinical setting, "the doctor found the swg difficult to advance". No patient involvement.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.